Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicate the reported issue. Bench testing revealed transducer pt802 failed. This is a known issue which can reference to CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator was giving transducer fault, low pip and low ve. Performed transducer calibration test exhale diff failed at cmh2o. There is patient involvement however no harm was noted.